Event description:
It was reported the customer's insulin pump alarmed with no delivery. During troubleshooting, the alarm was resolved with a reservoir change, indicating a possible occlusion. Customer's blood glucose was 158 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.